Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io hand lever is not back. During surgery, hand lever was not back. Therefore, bur did not stop and kept working with low speed. Motion of hand lever jammed.